Manufacturer narrative:
Based on the claim against the product by the customer noting the tissue was sticking to the vessel sealer extend (vse) instrument, an investigation was completed to determine the cause of this reported event. The vse passed self-test homing and moved intuitively with the full range of motion in all directions. The grips opened and closed properly. The vse instrument passed the electrical continuity, cut and jaw gap verification and grip force tests. The energy delivery tests were performed with various orientations. No ceramic dots were missing. A review of the logs shows no errors. The root cause of the vse issue cannot be determined based on the information provided. This complaint is considered as a reportable event due to the following conclusion: it was reported that tissue was sticking to the instrument. Medical intervention may be required in the event that a moving instrument mechanism within an instrument entraps tissue and causes damage. At this time, it is unknown what caused the device entrapment issue to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the surgeon stated tissue was sticking to the vessel sealer extend (vse) instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the surgeon used a backup vse to complete the procedure robotically. The vse instrument was inspected prior to use and did not observe anything out of the ordinary that would have caused the tissue to stick to the instrument. When the surgeon was grasping new tissue that is when the tissue stuck to the bottom of the vessel sealer instrument. The surgeon then grabbed a replacement and peeled off the tissue with the other instrument to remove the tissue with no additional issues.